Event description:
It was reported that this patient expired one day post-implant. The patient advocate reported that the implanting physician had informed her that the cause of death was a lead perforation. The lead which had reportedly caused the perforation was not specified.